Event description:
Reportedly, the telemetry head could not be initialized. The problem was observed with two different telemetry heads.

Event description:
Reportedly, the telemetry head could not be initialized. The problem was observed with two different telemetry heads.

Manufacturer narrative:
Preliminary analysis of the returned programmer could not reproduce the reported issue: the initialization of the telemetry head worked properly.

Event description:
Reportedly, the telemetry head could not be initialized. The problem was observed with two different telemetry heads.